Manufacturer narrative:
The unit is currently performing within qc specifications. Controls were run before the incident and recovered within expected ranges. Flagging preferences are set to mid level for all flags (2222). Field service engineer did not evaluate the analyzer. Root cause is unknown. Raw data was reviewed. The sample was initially processed soon after phlebotomy. The fresh sample condition may have been a contributing factor. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported by this customer on (B)(6) 2008. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00455, MDR 1061932-2011-00457.

Event description:
Customer reported an event of test results not flagged with instrument generated flags for immature cells. This event occurred on (B)(6) 2008, when using the coulter lh 780 hematology analyzer. The sample was confirmed for the presence of immature white blood cells with metamyelocytes, myelocytes and bands present on a manual differential. Erroneous test results were not reported out of the laboratory. There was no death, injury or change to patient treatment as a result of this event. This event represents event 2 of 3 events reported by this customer on (B)(6) 2008.